Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir did not lock in place into the insulin pump. The customer also stated that the reservoir retainer ring was loose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The test p-cap does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. (B)(4).